Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the ins was taken out so they could move the pump to that spot. Patient reported there were 8-9 revisions on the spinal cord stimulator. Patient stated she does not have the spinal cord stimulator anymore. No further complications were reported/anticipated.